Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, on 06/14/2025. D4 and h4: the complainant was unable to report the lot number. Therefore, the manufacture date and expiration date are unknown. H6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. H11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that on may 6th, the patient underwent a spaceoar procedure followed by CT and MRI imaging to evaluate placement, with concerns about a possible tract formation. MRI review showed that while the gel was appropriately positioned at the base, it was located under the rectal wall at the midgland and apex, though the patient remained asymptomatic.